Event description:
It was reported that cgm displayed malfunction error 42 for sensor and prevented normal use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, confirmed that malfunction error did not reappear after reset, and successfully started new sensor session, with no further issues reported.